Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.

Event description:
The customer reported that the insulin pump was submerged in water and it was beeping. The customer stated that water underneath the screen was observed. No further information was provided.